Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2019-08026. It was reported that the patient was experiencing impedance problems. The patient had both low and high impedance readings. As a result surgical intervention took place on (B)(6) 2019 wherein the physician explanted and replaced the patient¿s extensions only. Therapy has been restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2019-08026.